Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via social media indicating that their sensor displaying wrong readings of sensor and blood glucose. The customer's blood glucose was ranging from 40 mg/dl to 330 mg/dl and the sensor glucose was not quick enough to catch the accurate readings. The customer was informed that their blood glucose and sensor glucose levels were not in range. The customer did not troubleshoot and did not send the product back for analysis. The customer was messaged back and informed that they will be connected to the help line for assistance.